Event description:
It was reported that the pt went to the clinic for a medical visit due to a perforation of the tympanic membrane in the implanted ear. During examination the doctor accidentally damaged the cable in the middle ear. The internal device and the audio processor were working well. The pt was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.